Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient was seen for a follow-up, high, out-of-range pacing lead impedance was observed. It was noted that the patient experienced muscle stimulation with capture. The device was explanted and replaced.